Event description:
The patient's mother reported the patient had a problem with the pod that resulted in the patient being hospitalized. The patient is no longer using the omnipod sytem. The patient's mother does not recall the information regarding the incident. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.